Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had no motor error alarm noted during testing. The motor passed motor test. No excessive no delivery alarms noted during testing. The insulin pump had scratched display window and cracked display window corner.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that they received a motor error alarm during bolus. The customer's blood glucose was 425 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the drive support cap appeared normal. The customer's father stated that the insulin pump was not exposed to high magnetic fields. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.